Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure for treatment of stenosis caused by a malignant tumor, performed on (B) (6) 2010. According to the complainant, during the release phase, there was an expansion problem with the stent. After an unknown amount of time, the stent was removed. The procedure was completed with another wallflex enteral colonic stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B) (4) medical intervention required. Stent, failed/unable to expand. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure for treatment of stenosis caused by a malignant tumor, performed on (B)(6), 2010. According to the complainant, during the release phase, there was an expansion problem with the stent. After an unknown amount of time, the stent was removed. The procedure was completed with another wallflex enteral colonic stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Based on device evaluation findings that the stent was not fully deployed off of the delivery system and therefore did not require medical intervention to remove, this event is now classified as a malfunction. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath and the stainless steel shaft was bent. During analysis, an unsuccessful attempt was made to retract the outer sheath by hand. No issues were noted with the delivery device or deployed stent that would have contributed to the event reported. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.